Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The device operated per specification. The reported condition was not verified and no repair was required. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).an alarm log review was performed and there was no alarms or failure codes recorded that would indicate the reported problem. A power on self-test was performed; the device did not present any alarm. The device did meet specification. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional relevant information become available, a follow-up medwatch will be submitted.